Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
Boston scientific crm received information that this product was part of a system explant due to a risk of patient infection. This device had been implanted following the resolution of a previous infection; however, the device pocket reopened and the physician elected to explant the acute system due to the possibility of infection. There was no report of adverse patient effects due to the explant procedure. A new device will be implanted on the other side of the patient's body when this device pocket heals.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.